Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient was ill and experienced diabetic ketoacidosis and high blood glucose level reported to be over 500 mg/dl. The patient attempted to deliver bolus and patient's father administered multiple daily injections. Subsequently, the patient was hospitalized where the patient received insulin, liquids and potassium, which resolved the issue. When the patient took off the site at the hospital, the cannula was found to be bent at the tip. The infusion set had been in use for three days and the patient stayed in the hospital for three days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.